Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately low. The patient indicated that the alleged issue started on (B)(6), 2010, at 2:00 pm. The patient reported blood glucose results of "91 and 99 mg/dl" with a lifescan meter and "160 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. Due to the alleged issue, the patient administered self-treatment by consuming glucose tablets on (B)(6), 2010, at 8:05 am. That same day at 8:07 am, the patient claimed that her blood glucose was tested on another unidentified device and a result of "163 mg/dl" was obtained. The patient denied that she developed any symptoms because of the alleged issue. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. Although the patient administered self-treatment by consuming glucose tablets, she denied that she developed any symptoms because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.